Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown). According to the complainant, during the procedure, a 4 ml fluid loss occurred and the raytec gauze was noted to be wet. It was reported that "whiteness" was observed on the cervix. It has not been confirmed what caused the "whiteness." The patient was administered silvadene cream. There were no further complications reported with this event. The condition of the patient is reported to be "fine." An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.